Event description:
Complainant alleged that while attempting to pace a pt (age and gender unk) in cardiac arrest, the device was unable to pace. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.